Event description:
On 11/9/2021, it was reported by a sales representative via email that an ar-1530ps tenodesis peek screw after being implanted and had great fixation, could not be released from the inserter. Surgeon had to forcibly pull back on the inserter to release it from the screw but it only cause the peek screw to come out of the bone tunnel. Surgeon clamped the screw with a hemostat and by pulling, was the only way to get the screw off the inserter. Then, the surgeon tried to implant the peek screw in the same bone tunnel but it was stripped and had to complete case with a different technique. This was discovered during a procedure of a flexor tendon transfer on a 2nd metatarsal on (B)(6) 2021. Additional information received 11/9/2021: sales representative has confirmed that after device failed, surgeon completed case by splitting the flex tendon in half, wrapping around base of 2nd metatarsal, and suture together for fixation using the same device ar-1530ps from a different lot number. Using this technique, it was not required to drill another bone tunnel. The fail device and implant did not break and there were not broken fragments inside the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.